Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. A DHR (device history review) for the freestyle libre sensor and sensor kit was reviewed and the DHR showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings compared to a hcp meter. On (B)(6) 2018, customer received "lo" (reading less than 2.10 mmol/l) on the sensor and self-treated with drinks, bread and sugar but the sensor readings were still going low. Customer experienced vomiting, dizzy and felt "uncomfortable". Customer was in a hospital for her routine physical examination during the event where a reading of 35 mmol/l was obtained on the hospital meter compared to 19 mmol/l on the sensor. Customer was diagnosed with diabetic ketoacidosis and treated with an unspecified infusion to bring down the blood sugar. Customer remained in the hospital for 24 hours continuous monitoring. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m0004j0x0w has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving low readings compared to a hcp meter. On 16-aug-2018, customer received "lo" (reading less than 2.10 mmol/l) on the sensor and self-treated with drinks, bread and sugar but the sensor readings were still going low. Customer experienced vomiting, dizzy and felt "uncomfortable". Customer was in a hospital for her routine physical examination during the event where a reading of 35 mmol/l was obtained on the hospital meter compared to 19 mmol/l on the sensor. Customer was diagnosed with diabetic ketoacidosis and treated with an unspecified infusion to bring down the blood sugar. Customer remained in the hospital for 24 hours continuous monitoring. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
It should be noted that this sensor does not give numeric value for readings less than 2.2 mmol/l. "Lo" display message indicates a reading less than 2.2 mmol/l. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device MFR date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings compared to a hcp meter. On (B)(6) 2018, customer received "lo" (reading less than 2.10 mmol/l) on the sensor and self-treated with drinks, bread and sugar but the sensor readings were still going low. Customer experienced vomiting, dizzy and felt "uncomfortable". Customer was in a hospital for her routine physical examination during the event where a reading of 35 mmol/l was obtained on the hospital meter compared to 19 mmol/l on the sensor. Customer was diagnosed with diabetic ketoacidosis and treated with an unspecified infusion to bring down the blood sugar. Customer remained in the hospital for 24 hours continuous monitoring. There was no report of death or permanent impairment associated with this event.